Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on multiple high readings on their blood glucose meter. The consumer subsequently experienced a hypoglycemic event, which did require medical intervention. When the emts arrived they tested the consumer getting a result of 23 mg/dl. The consumer was treated with IV glucose and declined to be transported to the hospital. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before using their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.